Event description:
(B)(4). My symptoms started as soon as I got the essure implanted. Since day one I've experienced horrible debilitating pain in my left side all the way thru to my back, severe long term bleeding, cramping, metal taste in my mouth, severe headaches, bloating from inflammation, increased depression

Event description:
#Medwatcher #followup1 #fdamw5039481 (B)(4). I'm scheduled for my hysterectomy (B)(6) to get rid of my side effects caused by essure. I'm (B)(6) and I can't take this anymore! My surgery date can't get here soon enough! I'm ready to get rid of this evil device and get my life back and my kids to have their mom back!